Event description:
It was reported that once the ablation began, the ibi generator front panel indicated hi. After resetting the parameter, the second attempt indicated the same message. The default impedance parameter of 150 ohms was increased to 200 ohms. The third attempt resulted in the same message on the display. The physician then decided to switch to another catheter to complete the ablation. No pt injury reported.

Manufacturer narrative:
One 7f livewire tc catheter was received for evaluation. Electrical testing revealed the returned catheter had been wired incorrectly. A review of the database revealed no similar incidents; therefore, this has been determined to be a random, isolated event. St jude medical quality personnel have been made aware of this event. Should additional info become available regarding this event, a follow up medwatch report will be submitted.